Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the electrical pin connector corroded, the lg connector corroded, the bending rubber cut, the remote control buttons cut, the u/d and the r/l knobs loose, the distal body worn out, the r/l lock knob hard to move, and the u/d lock lever hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.